Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an arthroscopic tfcc repair the arthrex devices ar-8816g-02 an ar-8816g were used. The sleeve does not lock into the target device. It's slipping and it's unstable. The patient was already under anesthesia. The surgeon had to cancel the surgery as he had no backup equipment. The second surgery took place on the 17th of december. No further information received.

Manufacturer narrative:
Complaint not confirmed, even though the device did not lock with the returned ar-8816g, it was found to meet dimensional specifications and to lock with a new ar-8816g from inventory.